Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No lot numbers were supplied which precludes conducting a device history record (DHR) review. Given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii autocapture+ had trouble releasing the expressew iii needle and the two devices jammed together. The case was completed with other like-devices with no patient harm, but a one minute delay to obtain the new devices. The sales rep could not provide a lot number for the expressew iii needle. The devices are being returned for evaluation.